Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for no delivery alarm. The patient¿s blood glucose level was unknown. Customer changed the full set but it still stopped insulin flow. Customer declined troubleshoot for no delivery alarm. The insulin pump will not be returned for analysis.